Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient's father reported air bubbles in the cartridge of the patient's infusion device. He stated air bubbles develop 2-3 days after inserting the insulin cartridge into the infusion device. This has occurred 7 times. He stated that tonight before dinner the patient's blood glucose measured 19.8 mmol/l (356 mg/dl) and there was an air bubble in the insulin cartridge. The patient's normal blood glucose level is 6 mmol/l (108 mg/dl). The father changed the patient's infusion site and tubing and primed the air bubble from the system and bolused 2 units of insulin. One hour later the patient's blood glucose measured 9.6 mmol/l (173 mg/dl) and an hour alter her blood glucose measured "6 something" mmol/l (approximately 108 mg/dl). He stated that he allows insulin to reach room temperature prior to use and he properly adjusts the piston rod of the infusion device before inserting the insulin cartridge. A request for additional training was submitted. The patient did not require medical assistance from a health care professional or second party to address the issue. No product was requested to be returned for evaluation.